Event description:
It was reported that high threshold and impedance were observed. The lead was explanted and replaced when repositioning was unsuccessful.

Manufacturer narrative:
No medwatch form was received analysis was normal. No anomaly found.